Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver charge were not performed due to receiver stuck at ¿dexcom¿ screen. Receiver boot test was performed and failed due to receiver stuck at ¿dexcom¿ screen. Functional tests were not performed due to receiver stuck at ¿dexcom¿ screen. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver stuck at ¿dexcom¿ screen. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).